Event description:
It was reported that during onyx injection in the brouchique artery, the physician observed onyx exit before the distal tip of the micro catheter and was present in the aortic artery. The injection was stopped and the catheter was removed. No patient injury reported. Same event as MDR# 2029214-2008-00313.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 10cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over- pressurization as a result of an occlusion within the catheter, resulting in pressures exceeding the limits of the catheter. Catheter rupture.